Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a polarxfit was selected for use. During catheter manipulation in the left atrium after cryo ablation was performed two times. Blood detection error occurred, so the catheter was replaced. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is not expected to be returned due to disposal.